Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
Results code inadvertently omitted in initial report. Results code is stated in the additional report.